Event description:
It was reported that the patient presented in clinic due to a vibratory alert. It was discovered that the patient's right ventricular (rv) lead exhibited high, out-of-range pacing impedance. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.